Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. One photo showed the unit packaging. One photo showed a 22g nexiva device. A breach in the extension tubing was observed at the connection with the winged adapter. As the photo supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the tube/hub junction. The following information was provided by the initial reporter: incident date: (B)(6) 2025. Details of complaint (reported issue): "when IV catheter placed blood began leaking outside of closed device, after removed it appears the tubing connection was not properly secured by the manufacturer into hub allowing blood to free flow out of catheter." Additional information will be sent via separate email. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. (B)(6)2005: 1. It did not appear any damage to the tube other than the improper connection point, which appears fastened to the top vs inside. 2. The tubing was attached to the top on the port vs inside.